Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was did not cool below 14°c. The device had error 113(reduced water temperature control). It was possible chiller failure. Per sample evaluation results on (B)(6) 2023, it was reported that the unit has a fault with the flow measurement.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was did not cool below 14°c. The device had error 113 (reduced water temperature control). It was possible chiller failure. Per sample evaluation results on 28sep2023, it was reported that the unit has a fault with the flow measurement.

Event description:
It was reported that the arctic sun device was did not cool below 14°c. The device had error 113 (reduced water temperature control). It was possible chiller failure. Per sample evaluation results on 28sep2023, it was reported that the unit has a fault with the flow measurement.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the root cause of the reported event was confirmed as failed flow meter. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.